Event description:
It was reported that the device was not able to be interrogated, there was only one green bar for telemetry signal, no alert tones heard with magnet placement and no evidence of pacing on ECG (electrocardiogram). The device had not been checked for a year. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was not able to be interrogated, there was only one green bar for telemetry signal, no alert tones heard with magnet placement and no evidence of pacing on ECG (electrocardiogram). The device had not been checked for a year. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.